Manufacturer narrative:
A ge service rep performed an onsite investigation. The f16 fuse on the power distribution board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported system generator errors. This error prevented system use and required a reboot. No pt or user injury was reported.